Event description:
A (B)(6) female with history of atrial fibrillation and atrial flutter admitted for electrophysiology study and ablation. During the procedure, the biosense webster thermocool smart touch bi-directional navigation catheter was utilized and the pressure sensor failed to provide the physician with how much contact force he was using while inside the pt's heart. The catheter was removed and a new catheter was obtained. No further issues identified. No pt harm occurred.